Manufacturer narrative:
Correction: section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2023-00686) indicates: stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A third party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2023-00686) should indicate: stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h6 method code grid of the initial medwatch report (MFR report #0003015876-2023-00686) indicates: testing of actual/suspected device section h6 method code grid of the initial medwatch report (MFR report #0003015876-2023-00686) should indicate: type of investigation not yet determined section h3 device evaluated by mfg of the initial medwatch report (MFR report #0003015876-2023-00686) indicates: yes section h3 device evaluated by mfg of the initial medwatch report (MFR report #0003015876-2023-00686) should indicate: no additional: stryker evaluated the customer's device and was able to verify and unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpected powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. A third party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpected powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.